Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation / device migration") and genital haemorrhage ("unusual bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 12261326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed: "she did not undergo confirmation test". The patient's concurrent conditions included nabothian cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). On (B)(6) 2017, 12 years 4 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"), menstrual disorder ("unusual periods"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("hip pain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, menstrual disorder, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: left side- 9 coils, right side- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed / full occlusion. Ultrasound scan - on an unknown date: myometrium of the fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.